Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: pacemaker medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, radiofrequency ablation on the cavotricuspid isthmus (cti) triggered another manufacturer's pacemaker to pace asynchronously at 120 bpm and the pacemaker reportedly entered ¿magnetic resonance imaging (MRI) mode.¿ the pacemaker representative reportedly turned off ¿magnetic resonance imaging (MRI) mode,¿ after which the pacemaker returned to vvi. It was further reported that during radiofrequency ablation on the anterior mitral line, the pacemaker again paced asynchronously at 90 bpm and was reportedly operating in ¿magnet mode,¿ described as not fully able to be turned off, with a temporary ¿auto¿ program reportedly available to override it. The outcome of this case is unknown. No patient complications have been reported as a result of this event.